Event description:
The customer reported that a nurse came in to the laboratory to question results for an admitted patient, whom they were considering on transfusing based on the complete blood count (cbc) results obtained from the coulter hmx hematology analyzer with autoloader. The customer then ran controls and results recovered out of range low for hemoglobin (hgb) and out of range high for red blood cell (rbc). The customer reported the erroneous results out of the laboratory but there was no change or affect to patient treatment in connection with this event. The transfusion was canceled when the laboratory realized the controls did not pass verification. The customer ran approximately twenty (20) patient samples and the samples were sent to a reference laboratory for processing. The customer considered the results from the reference laboratory to be correct. The customer indicated that incorrect results for four (4) patients were generated. The customer provided quality control summary and a review of the data indicated that controls were out of range on the day of the event, and the days preceding this event for white blood cell (wbc), red blood cell (rbc), and platelet (plt). The customer continued to process samples and reported the results out of the laboratory despite failing controls.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the reported the problem. The fse removed the blood sampling valve (bsv) and cleaned the bsv and the bar to resolve the issue. The fse calibrated the instrument and ran reproducibility and controls which passed within specifications. The fse verified the repair as per established procedures and results met published specifications. In conclusion, failure mode is attributed to the bsv which needed to be cleaned. Use error also caused or contributed to the event as the instrument was used to report patient results out of the laboratory despite controls not passing verification on the day of the event.